Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device open the package prior to the surgery, a needle separation was found out. Both the needle and thread was found to broken. There was no patient involved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted two partial sutures and one needle. It was observed that the needle was attached to one of the partial sutures. The loop of the suture was intact. Because the needle was attached to the partial suture, pmv cannot confirm the reported condition of needle detached. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.